Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings: no damage was observed to the pump keypad cover. During testing, all of the keypad buttons were intermittently unresponsive and required multiple presses to engage. The keypad cover was removed and contamination was found under all key contacts.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the ok keypad button was unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).